Event description:
A customer contacted stryker to report that seal on their electrodes was broken up. This issue has the potential to either delay, or prevent, defibrillation from being delivered.  There was no patient involved in the reported event.

Manufacturer narrative:
The customer's electrodes will be returned for the evaluation. The customer will be provided with replacement electrodes. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer did not provide any photos and scrapped the electrodes, making them unavailable for evaluation. The reported issue could not be verified and the root cause could not be determined.

Event description:
A customer contacted stryker to report that seal on their electrodes was broken up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involved in the reported event.